Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt·d) was damaged by a pulsed field ablation (pfa) catheter during an atrial fibrillation ablation procedure. During this procedure, 10 to 20 rounds of energy pulses from the pfa catheter, which not manufactured by (B)(6), the patient's heart rate decreased from the programmed pacing rate of 100 beats per minute (bpm) to 60 bpm, which was the patient's normal sinus rhythm. It was noted that on the final energy pulse in the superior vena cava (svc), telemetry was lost on this crt-d. Troubleshooting was performed including attempts to interrogate with multiple programmers and wands but was ultimately unsuccessful. Technical services (ts) advised that this patient should be considered unprotected as there was no response from the device by telemetry or a magnet. The patient was discharged with a life vest it was noted that device replacement will be scheduled. Fluoroscopy was performed afterwards and found no abnormalities with the implanted leads. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).